Manufacturer narrative:
Reported event of device dislodged or dislocated was not confirmed. Reported event of failure to capture was not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix; the helix lengths were within specification. Analysis performed, including output verification found no anomaly contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was scheduled for a procedure. During the procedure, the right atrial leadless pacemaker (alp) was fixated twice but repositioned due to lack of good current of injury response. It was noted that upon fixating for a third time the catheter would not go into long tether mode and there was a tether fracture. The alp was unscrewed manually, and the physician opted to utilize a transvenous left bundle lead. There were no patient consequences.

Manufacturer narrative:
Reported event of device dislodged or dislocated was not confirmed. Reported event of failure to capture was not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. Analysis performed, including output verification found no anomaly contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.